Manufacturer narrative:
Add'l lot number information: mci-242-06 c018d36h, mci-242-06 c021d36h. Following a review of the device history records for all lots listed above all process and test criteria has been verified as complying with the medpor finished goods specification. A copy of the current medpor instructions for use is enclosed with contraindication highlighted. See scanned pages.

Event description:
The doctor stated that he placed a medpor cranial implant in 2007. The doctor reported that he also did a resection of residual tumors at the time of the surgery. The doctor reported that the patient developed an infection in approx two months later. The doctor reported that he removed the implant the same month. The doctor reported to us that the patient is not doing well this time.